Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 24-oct-2018 with the following findings: a review of the black box and alarm history showed evidence of call service 064 alarms. The battery compartment was cracked below the grip pad. Unrelated to the original complaint, the display was dim and red. The ¿ez-prime¿ steps were performed correctly. No call service 064 alarms occurred during the investigation. The alleged call service 064 complaint was unable to be duplicated during testing. The pump cover was removed, and no intermittent conditions were found to the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.